Event description:
A (B)(6) female pt contacted zoll customer support to report exposed wires on the electrode belt. The pt was issued a replacement belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. As received, the trunk cable was damaged and the belt failed incoming testing. Upon evaluation, the green and black (pp+) wires were broken at the solder joint inside the distribution node (dn). The cause of the incoming test failure is the open wires. The root cause of the open wires cannot be positively identified but the damage likely occurred from dropping the monitor while the electrode belt was still attached. No adverse event resulted from the damaged trunk cable and wires. The pt received a replacement electrode belt.